Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had unknown pump error alarm. Customer stated that they experienced high blood glucose level and had pump error alarm. Customer's blood glucose level was 374 mg/dl at the time of call. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that the auto mode feature was active at time of high blood glucose event. Customer stated that they changed the infusion set. No harm requiring medical intervention was reported. The device will not be returned for analysis.